Manufacturer narrative:
Alleged failure: (B)(6) (customer service) reported that: "another exchange request from cl du sport for (B)(4) (B)(6)" similar event in per 2535972 and 2579835. Updated information indicated that there was an image problem with scope. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be contact with another instrument such as a cutter, or burr during activation or sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.